Manufacturer narrative:
A device history record (DHR) review was unable to be performed as a lot number was not provided due to device being explanted and discarded by the hospital. The device was unable to be inspected and radiographs/photos were also not provided. The reported allegation of screw back-out was unable to be confirmed. The root cause was unable to be determined as the allegation could not be confirmed, however, screw back out was likely due to patient behavior as patient fell from a tractor and there was no indication of hardware failure prior to fall. The following post operative warnings are contained within the IFU: postoperative warnings: surgeons should advise patients regarding the risks of surgery and the importance of post-operative compliance. The patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. The patient should be advised to avoid mechanical vibrations that may loosen the device. The patient should be advised not to smoke or consume alcohol during recovery.

Event description:
On (B)(6) 2019, patient underwent a revision surgery of the mariner pedicle screw system due to a set-screw backout. It was reported that the patient was thrown from a tractor and that there were no issues with the hardware itself. Date of original surgery is unknown. No additional patient injury or harm was reported. Additional event details are not available.